Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, a spontaneous stop of arterial roller pump occurred. The pump restarted just after pressing the button on local interface. The perfusionist (ccp) was focused on the local interface of pump during the case and central control monitor (ccm) had remained out of sight. The device was not changed out, as the ccp detected the problem and immediately pressed the button on the local interface of the arterial pump. The pump then rebooted and started running in normal mode until the end of surgical operation. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Per the clinical review on (B)(4) 2013: the arterial roller stopped without any warning (no alarms). The perfusionist quickly recognized the stopped pump and was able to quickly re-start the pump via manual controls (start/ stop button). There were no other issues the remainder of the procedure. The procedure was completed successfully without delay and without associated blood loss. There was no harm observed or reported.

Manufacturer narrative:
Software data logs were returned to the MFR on (B)(4) 2013 for further eval.